Manufacturer narrative:
After numerous attempts to obtain information on the patient use, the complaint is being closed. However, the device malfunction was reported to have no user or patient impact.

Manufacturer narrative:
The remote service engineer (rse) has confirmed the diagnostic error to be power self-test (post) "alarm led failed." The (rse) confirmed the reported failure with the customer. The part was sent to the customer. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service. Attempts are being made to obtain patient information.

Manufacturer narrative:
Report date: 30aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported that the device produces an error message (led off/on button). Patient involvement information is pending, but there was no report of patient or user harm.